Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer number: 3006705815-2022-14914. It was reported the patient experienced a fall and later experienced low impedance issues. Troubleshooting performed to no prevail. As a result, surgical intervention took place wherein the entire system was explanted to address the issue.